Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was observed. Rinseback was not performed, resulting in an estimated blood oss of 190cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood as instructed in the user's guide. The product was not returned for evaluation as requested. The reported leak cannot be confirmed. The occurrence of similar reported leaks has been investigated and an exact assignable cause cannot be determined. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.